Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a loss of bowel control about a week ago. It began as ¿minors¿ gradually before it became ¿majors.¿ the patient had used 3 diapers today and their bowels were the texture of cake batter. The patient previously had bowel removed due to cancer so their bowel was shorter than normal equaling softer stool. Currently the stool was much softer and the patient was back in diapers and they had changed diapers 3 times today. About 2 weeks ago the patient slipped on a carpet and they didn¿t fall, but the slip jarred the patient. The patient took comoseptine following bowel removal and cancer and they had bile that tore anal tissue up and the patient didn¿t feel anything coming out. The patient may need to start taking a bulker. The patient had tried changing amplitude and programs and was currently back at the initial programming with plans to increase. The patient tried to contact their manufacturer representative yesterday and today, but they had no return contact. The patient had moved to another state and needed a new health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0n07b, implanted: (B)(6) 2014, product type lead. (B)(4).